Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure, the teflon on the hiwire nitinol hydrophilic wire guide split/peeled. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Additional information received 24aug2018. Method codes: 4114, device not returned. Conclusion codes: 4135, cause not established. Investigation evaluation: the complaint device was not returned for an evaluation and no photograph or imaging was provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, and quality control data. The device history record was reviewed noted there are no conformances noted. A review of complaint history records revealed there have been no other similar complaints associated with lot number 10984545. The cause of the complaint was not able to be established. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received. As reported, while performing a ureteroscopy the surgeon noticed that the ¿teflon¿ on the guidewire kind of split/peeled a little. No unintended section of the device remained inside the patient's body. There were no additional procedures required due to this occurrence and there were no adverse consequences to the patient.